Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received several anti-tachycardia pacing (atp) and shock therapy. Sales representative at hospital with patient. Episodes were reviewed by boston scientific technical services. Rhythm appears to be rapid ventricular rate or response (rvr) due to atrial tachycardia. Evidence of multiple inappropriate shocks that lead to tachycardia therapy exhaustion. Sales representative will talk to physician about shocks. Evidence suggests that device was reprogrammed for therapy optimization. Remains in service. No adverse patient effects were reported.